Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient had chest pain and thrombosis occurred. The stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 3.50 x 38 synergy¿ stent was deployed successfully. The patient was discharged. 9 days later, the patient was admitted due to chest pain. Angiography was performed and thrombosis was noted. Thrombus aspiration was performed and the thrombus was suppressed by a balloon catheter. The procedure was completed. No further patient complications were reported.